Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the grey navlock did not verify. When it was shown on the camera, the message that corresponds to suretrak verification appeared. Even skipping that message, the instrument added to this navlock did not verify. The green navlock presented some image displacement during the navigation. It was fixed over a spine spot and rotating the navlock, the navigation images changed, appearing the instrument back and forth the anatomical place. No patient was present at the time of the event. Additional information received. Once the driver was fixed over an anatomical spot, rotating the tracker, the image displayed in the navigation system changed, being the driver at the same anatomical position. An incorrect image was displayed. The tracker passed verification on the first try. Additional information was received stating that the grey and green navlocks worked properly in the following procedures of this event. Therefore, the manufacturer representative considered that the problem was regarding the spheres (for the grey navlock) and a wrong verification (for the green navlock).